Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited unstable thresholds with fluctuations into high measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness and the rv lead had exhibited intermittent loss of capture of the myocardium. Prior to being capped, the lead was reprogrammed to unipolar. The patient is a participant in the product surveillance study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.